Event description:
The pt received his scs system consisting of an ipg and a single percutaneous lead (date not available). It was reported that the pt fell from a ladder on (B)(6) 2007. Reportedly, the pt programmer still functioned and the pt was receiving stimulation but the stimulation turned off when the programmer wand was removed from over the ipg. In addition, the stimulation was in the wrong area. The pt felt stimulation in his chest. A replacement programmer did not resolve the issue. The ipg and the lead were removed on (B)(6) 2007 and returned to ans for analysis. Follow up on the pt found no further issues reported.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Spc test port found dirty. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.